Event description:
On october 5, 2020, senseonics was made aware of an incident where the patient experienced two hyperglycemia events, which both occurred on (B)(6) 2020. The patient says that the meter had measured 220mg/dl while sensor had reported 160mg/dl; then meter had measured 250mg/dl while sensor had reported an out of range value. The patient says that high glucose alert level is set at 200mg/dl. During first occurrence, eversense had not alerted hyperglycemia as sensor values was under set level.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The complaint was investigated for all three instances of hyperglycemic events mentioned by customer. In case of two instances, there is absence of full data in data management system (dms) and/or timing of the event is unclear. Investigation from available data doesn't show a performance issue with the sensor. In case of the third instance, there is also an absence of full data in dms and timing of the event is unclear. Investigation from available data did find some evidence of transitory sensor inaccuracy however the exact root cause cannot be identified since diagnostic log from the transmitter is unavailable.